Event description:
A patient was admitted for treatment of the posterior descending branch. The lesion was described as de novo, moderately calcified and moderately tortuous, with 90% stenosis. The lesion was pre-dilated, and a 3.0 x 13mm cypher was delivered to the target lesion, but could not cross the lesion. When the cypher was retrieved from the patient, the physician felt friction and confirmed that the stent had became flared. In order to repair the flare, the physician manipulated the stent and the cypher was re-delivered, but would not cross the lesion. The procedure was completed with the implantation of two taxus stents (3.0 x 8mm and 3.0 x 12mm) at the target lesion. There was no patent injury reported.

Manufacturer narrative:
(B)(4) cypher product is not distributed in the us; however, it is similar to us distributed cypher product (cxs). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.